Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient did not charge their ipg as recommended and the ipg became unable to communicate with external devices. Both of the patient's leads migrated. As a result, surgical intervention may occur to resolve the issue.

Manufacturer narrative:
The leads did not migrate or have impedance issues. There is no device malfunction; therefore, this device is no longer considered reportable.

Event description:
Additional information received indicated the patient's ipg was explanted and replaced on (B)(6) 2025. Procedural diagnostic testing revealed the leads did not migrated and no impedances were found. Effective therapy was established post-operatively.